Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was receiving morphine [25 mg/ml] at a dose of 5 mg/day and bupivacaine [19 mg/ml] at an unknown dose via an implantable pump for non-malignant pain, peripheral neuropathy, and chronic low back pain. It was indicated that the morphine started at 5 mg/day and was reduced to 3 mg/day and per the consumer each drug was around 5 mg/day. It was reported on (B)(6) 2017 that the patient was seeing the 8476 code. It was indicated that the patient was not around any electromagnetic interference (emi). It was related that the patient had magnetic resonance imaging (MRI) after a rotator cuff shoulder surgery in (B)(6) 2016 and the pump was checked and confirmed it was working post MRI. It was noted that the patient was taking extra doses of gabapentin 600 mg seven per day for 4200 mg total and morphine 15 mg pills at a dose of six per day that had been increasing by 25% due to increased pain. It was also noted that the patient had peripheral neuropathy and that the oral morphine was for their hand and foot pain that was not covered by the pump. It was stated that the past few days the patient¿s severe chronic pain in their feet and lower legs had been significant and that the patient called their healthcare professional (hcp) who told the patient to call a representative. It was indicated that he patient spoke with a representative that day (B)(6) 2017 who told the patient to contact patient services. It was also noted that in the past when the patient¿s medication was changed they had gotten codes but it was stated that it was a different code than the 8476 code and that it was expected. Additional information was received on (B)(6) 2017 that the representative became aware of an emergency pump replacement on (B)(6) 2017. It was reported that the patient experienced a motor stall without motor stall recovery with a loss of therapy and that the patient began to experience withdrawal symptoms. It was indicated that the hcp decided a replacement of the pump was in the best interest of the patient. It was noted that the patient was one year out from elective replacement indicator (eri) at the time of the motor stall. It was reported that no environmental/external/patient factors were known to contribute to the motor stall. It was indicated that as diagnostics/troubleshooting performed the pump was interrogated by the patient¿s primary care manager to the doctor¿s office and that it was the physician assistant that was the hcp who interrogated the pump and did the troubleshooting for the motor stall. The hcp then made the determination to replace the pump in the best interest of the patient. It was indicated that surgical intervention occurred as intervention take to resolve the issue and detailed that the pump was replaced with a new pump in order to resume normal therapy for the patient. At the time of the report the issue was resolved and it was stated that the pump replacement went well and the patient was able to resume normal treatment with the new pump. The patient status at the time of the report was ¿alive ¿ no injury¿ (note this is conflicting with the report of surgical intervention). It was indicated that the pump would be returned by the representative. The patient medical history was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. Further information was received from a consumer on (B)(6) 2017. It was reported that the patient had emergency surgery on (B)(6) 2017 to replace the pump as the previous pump ¿quit working.¿ no further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump on 2017-may-09 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; the stall was due to the shaft bearing. Analysis of the pump also revealed foreign material inside the pump. Analysis noted that material consistent with wire insulation was found under the inner cover. As per the pump¿s log, the following medications were being administered at a simple continuous dose rate as of (B)(6) 2017: morphine with concentration 25.0 mg/ml at a dose rate of 5.395 mg/day, and bupivacaine with concentration 19.0 mg/ml at a dose rate of 4.100 mg/day. H6: the previously applied results code 3233 is no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on (B)(6) 2017 that the representative had no idea what the patient's weight was. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The pump was returned to the manufacturer for analysis.